Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown. The customer reported that the contacts on the battery cap was neither missing nor damaged. The troubleshooting was performed and display was not returned after pump restart. The customer was advised the insulin pump need to be replaced. The customer was advised to discontinue use of the pump and revert to backup plan the insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. No unexpected low battery alarm, battery power loss alarm or blank display noted during testing. (B)(4).